Event description:
Patient stated that after she replaced the battery, the pump display screen went blank. This required no physician or hospital intervention. Insulin injections were administered at home.